Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient became febrile with a temperature of up to 102.3 degrees fahrenheit. White blood count was slightly elevated and the patient became quite hypotensive. Sympathomimetic medications were administered, which helped improve the mean arterial pressure (map). For the suspected infection, the patient was pan cultured and started on intravenous antibiotics.  A possible driveline exit site (dles) infection was suspected, as the site was very erythemic.  The dles culture had no growth to date and the erythema improved greatly.  The patient's central line was revised.  24 hours after initiation of the antibiotics, the patient was weaned off, as the maps had normalized back into the 70s.  The fever also broke.  The patient will remain in the hospital until the time of transplant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. (B)(4) was not returned to heartware for evaluation. Clinical factors that may have contributed are multifactorial and may be attributed to the patient's recent infection, medical treatment, progression of disease, and patient comorbidities. There are patient and pharmacological factors that may have contributed to this event. There are no allegation of a device malfunction or issues related to the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.